Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient an intermittent out of range signal on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).